Manufacturer narrative:
Device disposition not presently known.

Event description:
A perceval pvs23 was implanted and explanted on (B)(6) 2018. The valve was replaced with a larger perceval pvs25.

Manufacturer narrative:
The manufacturer was unable to obtain additional information about this event. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4) as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As the manufacturer was unable to obtain additional information about this event, and the device was not received for analysis, the root cause of the event cannot be confirmed. However, based on the document review performed, no manufacturing deficiencies were identified. Additionally, given that a perceval pvs23 was replaced with a perceval pvs25, it is likely that mis-sizing and user error may contributed to the reported event. Unable to follow up; not returned.